Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A bone screw broke off inside the patient's hip while inserting through cup. Surgeon was able to remove half of the screw, decided to leave half inside joint.

Manufacturer narrative:
The following device was also listed in this report after the initial emdr was submitted: 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# 244vj0r. An event regarding crack/fracture involving an other hip screw was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
A bone screw broke off inside the patient's hip while inserting through cup. Surgeon was able to remove half of the screw, decided to leave half inside joint.